Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 223mg/dl. Reportedly, the customer believed the occlusion alarm may have been caused by the customer's seat belt pressing on the infusion set tubing. The customer successfully delivered a correction bolus and resumed insulin deliveries.